Event description:
Medtronic received information that after the implant of this 31 millimeter (mm) transcatheter bioprosthetic heart valve the patient exhibited moderate to severe paravalvular leak (pvl). A 26 mm balloon was used to dilate the valve. The pvl severity increased, so a second device of the same size and model was implanted valve-in-valve. Moderate pvl was observed, so a 28 mm balloon was used to dilate the valve, resulting in mild pvl. There was no subsequent intervention or treatment, and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. The investigation is continuing; upon its completion a supplemental report will be filed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. It is unknown why the pvl increased in severity after a balloon dilatation. A second device was implanted and dilatated resulting in mild pvl. A mild pvl has minimal effect on a patient and is generally deemed an acceptable condition. (B)(4).